Manufacturer narrative:
The delivery system was returned in locked position, no flex and 1/4th fine adjust was used. Visual inspection of the returned device was performed, and the following was observed: balloon burst noted as seen by longitudinal tear in balloon. Balloon was not missing any material. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection was performed and the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements met specification. The complaint for balloon burst was confirmed based on the condition of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional measurement of the inflation balloon wall thickness met the respective specification. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. A device history record (DHR) and a lot history review were unable to be performed as no work order was provided. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for balloon burst was unable to be confirmed. As the complaint device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, no manufacturing non conformances were able to be identified. A detailed root cause analysis for similar returned complaints has been summarized in technical summary written by edwards lifesciences. The technical summary provides the details why balloons are subject to increased risk of burst in a calcified annulus. As reported, 'during deployment, the balloon burst when the valve was fully inflated at nominal volume'. Per the case notes, calcification present in the patient landing zone. It is possible that calcification present in the landing zone could have weakened the balloon material contributing the burst, and is likely the contributing factor to the burst as supported by the technical summary. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing support that it is unlikely that a defect present in manufacturing contributed to the complaint. Available information therefore suggests that patient factors (calcification) likely contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. H3 other text : n/a.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6) , during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the balloon burst during inflation. The valve was deployed in good position and there was no injury to the patient. The patient is well post procedure.